Manufacturer narrative:
Pump was received with pump error 38 during rewinding due to corroded motor home switch. Unable to verify pump error 43 due to pump error 38 alarm. Unit was received with minor scratched lcd window and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed a pump error. The alarm occurred when they were sleeping. The customer¿s blood glucose level was 282 mg/dl. Troubleshooting was performed. The customer stated the insulin pump was not exposed to a high magnetic field. They were unable to rewind the insulin pump. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.